Event description:
It was reported following an extension replacement high impedances were observed. Stimulation had been provided and the situation was going to continue to be observed. No patient symptoms were reported.

Manufacturer narrative:
Concomitant product: product ID 748266, serial# (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).